Event description:
A female with morbid obesity who underwent placement of a laparoscopic gastric band in 2008 and discharged home on pod#1 without complaints. Returned 2 weeks later with c/o abdominal pain and fever. Serositis of the stomach was noted so the lap band was removed. Pt was discharged and returned 1 week later with fever. CT scan performed at that time revealed a subphrenic abscess that required drainage in interventional radiology.